Event description:
A surgeon reported that following intraocular lens (il) implant surgery, a pt reported blurry vision and was unable to adapt to the multifocal lens. In a follow-up, the surgeon reported the iol was exchanged. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Product history records could not be reviewed for the cartridge lot because the account did not provide info traceable to the mfg documentation. File indicated the use of an unapproved viscoelastic. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/24/2012 by fax and mail. A completed questionnaire was received on 05/02/2012. (B)(4).